Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found severe kinking on the hypo-tube shaft and the shaft itself was broken in the region of the severe kinking. The hypo-tube broke 506mm distal from strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 10x4.5mm, de novo and concentric target lesion was located in a non-calcified and non-tortuous left main (lm) artery. Following the advancement of a non-bsc guide wire and predilation with an unspecified balloon catheter, a 12 x 4.50mm taxus¿ liberté¿ drug-eluting stent was selected to treat the target lesion. However, when the physician delivered the device into the y-valve, the shaft kinked and then fractured. The physician then withdrew the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 10x4.5mm, de novo and concentric target lesion was located in a non-calcified and non-tortuous left main (lm) artery. Following the advancement of a non-bsc guide wire and predilation with an unspecified balloon catheter, a 12 x 4.50mm taxus liberté drug-eluting stent was selected to treat the target lesion. However, when the physician delivered the device into the y-valve, the shaft kinked and then fractured. The physician then withdrew the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.